Event description:
Information received indicates that no report of subsequent patient complication has been received. Hcp reported a small 5-mm cut of the left ventricle occurred during the case. Surgeon alleges friction from the y-connection of the wire-loop head link component caused tissue damage during product use. The unit was not changed-out during the anastomosis procedure. Suture was placed to achieve hemostasis and the case was completed with no additional patient effect reported.

Manufacturer narrative:
Analysis: the unit will not be returned to manufacturing for evaluation. Without product return, review is limited and no results can be provided. Device specific information (manufacturing lot number) is unknown. Product labeling contains sufficient instructions for the user, including product illustrations for the proper use of the device, per its labeled indications. Although requested, additional patient information (gender, dob) is unknown. Conclusion: no report of device failure and no product return. An exact cause is unknown for the reported event.